Event description:
The manufacturer received information alleging the trilogy 100 ventilator did not power on during device evaluation. There was no harm or injury reported. The device's power management required replacement to address the issue; however, no repairs were completed, and the device was scrapped.